Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 40 mg/dl and then he had a calibration not accepted then change sensor. The current blood glucose was 306 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The sensor will be and insulin pump will not be returned for analysis.